Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient was in normal sinus rhythm prior to implant. During procedure, a pre- balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The initial positioning of valve at 80% deployment was too high so device was fully recaptured in the ascending aorta for repositioning. When crossing the valve for next repositioning attempt, patient went into complete heart block and required pacing support. The valve was then deployed and successfully implanted at optimal depth of 3mm. The pacing support was continued and patient monitored. On the following day, the patient received a permanent pacemaker. The physician mentioned the patient went into complete heart block as when the delivery system crossed the valve. The patient required extra 2 days in hospital to allow for pacemaker implantation and recovery. The patient was reported stable.

Manufacturer narrative:
An event of complete heart block during procedure requiring pacing support was reported. Information from the field indicated that the valve was successfully implanted at optimal depth of 3 mm after re-positioning due to being deployed too high. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The device remains implanted and will not be returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. It is possible that the procedural condition (positioning difficulty) may have contributed to the heart block. The reported medical and surgical interventions are case specific circumstances as the patient received temporary and a permanent pacemaker. The patient required extra 2 days in hospital to allow for pacemaker implantation and recovery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.